Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set cannula bent event on (B)(6) 2026. The event occurred within three or more hours of insertion. The insertion site was thigh and arm. The patient had high ketones. The infusion set was in use for 1 day. The blood glucose level was high and reached 600 mg/dl and the patient got treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.